Manufacturer narrative:
(B) (4).

Event description:
The patient experienced never having therapeutic effect and could not adjust their stimulation. It was also noted that the patient's device kept shutting itself off. She was re-directed to her physician. Further information was requested.